Event description:
The following was reported to hamilton medical ag: machine not entering into ventilation mode. (Data partition defect). Failure occurs during the general check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
It was reported that startup fails (data partition defect) during non-clinical use. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective esm board. After replacing the esm board, the device was released back into use.